Event description:
Comlinx ncm software verison 3.1.0. Allows audible annunciation, including code blue annunication, at mini-master stations to be disabled unintentionally. This issue has not been reported with other software releases. The info was communicated to hill-rom technical support from a hill-rom technician during the installation and certification of the product. No adverse outcome to pts.